Manufacturer narrative:
Returned device was received in good physical condition but had a scratched screen. During the evaluation of the device, the device immediately alarmed ec 1720. The fault was found to be with the back-up capacitor. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump presented with error 1720. This issue was discovered during testing without a patient. There were no reported adverse events.